Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alarms noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarms, restarting or unexpected white display noted. However, the device received with broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had white screen and unexpected power loss as well as continuous no delivery alarms twice. Customer¿s blood glucose was 8.8 mmol/l. Customer reported that they were unable to complete self test. Insulin pump did not pass the self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.